Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next link meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.